Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact wanted to cancel the insulin on board (iob) as the customer was unsure if an over-correction for a blood glucose level of 400 mg/dl had occurred after eating. Tandem technical support explained that the iob could not be cancelled. The contact was guided to the temp rate feature and was instructed on how to use it if the blood glucose level starts to go too low.